Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. The patient reported that she was getting ¿jolted: and the device wasn't working right. The patient reported her device was in the cervical area. The patient reported that she stopped feeling stimulation but if she moved her arm and neck a certain way, she got ¿jolted.¿ the patient also reported that the device wasn't staying on all the time. The patient reported that she checked and the implant didn't need to be charged. The patient reported that she went to use the patient programmer (pp) and all the information was gone from the pp. The patient reported that she had an appointment on (B)(6) 2017 and would like a manufacturer¿s representative (rep) present. No further complications were reported.